Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the clips did not form properly and the instruement jammed. The surgeon applied another device to complete the procedure. The hospital has reported no pt injury occurred.